Event description:
Device explanted due to battery depletion. It subsequently tested out of specification during manufacturer's analysis. Cause of death information provided indicates the patient's death was not related to the device but was due to renal incompetence.